Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when attempting to troubleshoot a surgical drill before a case, the camera cart monitor went black on the instruments page. The monitor did not lose power from the main cart or to the camera, and the screen returned to normal function afterward. The monitor and computer connections appeared intact upon inspection. Additional troubleshooting was performed, replicating the issue, which was determined to occur during software use rather than due to any physical adjustments. The screen flashed a pcoip error message, indicating an issue with the pcoip zero client. This caused a less than an hour delay to the procedure, and it was unknown if there was any patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 1.2.0, ubd: unknown, UDI#: unknown; product ID: 9735796, ubd: unknown, UDI#: unknown, work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that no hardware parts were replaced, however the system was not performing as intended. Codes b01, c13 and d02 are applicable. A1102: applicable to a pcoip error message a0902: applicable to the camera cart monitor going black medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0:- h2) please see d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Log on incident reported date showed the camera cart disconnection for very less than a minute. No other issues were observed other than this. Based on the information provided in the workorder and the casepart analysis of the pciop zero client, issue was observed due to hardware configuration failure. Issue was found to be resolved after replacing pcoip zero client. There is no indication that a software anomaly contributed to the reported behavior. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pcoip lot #: 671ag6ng5j2 h2, b5: event details have been updated. H2, h3, h6: additional system service was performed. Hardware parts were replaced. Previously reported codes b01, c13, and d02 are applicable. H2, h3, h6: the returned pcoip was analyzed. Two software resets were found in the logs. Unit was set to 'auto' instead of 100mbps f ull-duplex. Corrected the setting and tested overnight. No software resets recorded. Previously reported codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a thoracic spine fusion. No patient was present.